Event description:
An angio-seal was deployed to seal the anteriotomy site. The patient was discharged on the second day (per hosp procedure). Several days later, the patient complianed of pain and the puncutre site swelled. An echo revealed a pseudoaneurysm. No patient consequence.